Event description:
A report was received that the patient underwent a pocket revision. The patient's ipg was loose in the pocket and was shallow due to weight loss. The physician implanted two extensions and the patient was reportedly doing well following the procedure.